Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 354 and 380mg/dl. The customer's expected fasting blood glucose test result range is 90 and 120mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 380 and 313mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: a 354mg/dl, (B)(6) 2016 10:21 pm, fasting: yes. A 140mg/dl, (B)(6) 2016 01:00 pm, fasting: yes. A 139mg/dl, (B)(6) 2016 12:03 pm, fasting: yes. A 157mg/dl, (B)(6) 2016 11:45 am, fasting: yes. A 239mg/dl, (B)(6) 2016 02:11 pm, fasting: yes.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 354 and 380mg/dl. The customer's expected fasting blood glucose test result range is 90 and 120mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 380 and 313mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is 12/02/2016. The meter memory was reviewed for previous test result history: (B)(6).